Event description:
As reported, the device nozzle was found clogged. The issue found at reprocessing. The facility used a similar device and the intended procedure was completed. There are no more than 15 minutes delay in the procedure. The type of procedure performed was a gastroscopy. No patient harm or injury reported. Device inspection found foreign material stuck in the nozzle. This report is being submitted for foreign material found in nozzle.

Manufacturer narrative:
Device was inspected and found the nozzle clogged with foreign material. The customer reported issue of nozzle clogged was confirmed. Service repair olympus china noted the following during device inspection: the engineer did not try to remove the foreign material, however, directly changed the nozzle with a new one and therefore the issue was resolved. The engineer could not specify the foreign material, however, it was noted the foreign material found looked like lime scale. In addition, it was reported that the customer was able to reprocess the device with the correct procedure. Investigation is ongoing. This report will be supplemented accordingly following investigation completion.

Manufacturer narrative:
Correction: (edit of address fields, including province from "refer address" to "shandong"). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The cause was presumed to be impurities/residual detergent/others, which were mixed in water, remained and clogged the nozzle due to improper rinsing detergent and/or sterile water. The user can properly detect the suggested event by handling the device in accordance with the following instructions for use (IFU) operation manual: ¿inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system: inspection of the air-feeding function, inspection of the objective lens cleaning function¿. The user can reduce/prevent the occurrence of the suggested event by handling device in accordance with the following IFU (reprocessing manual): "some national or professional guidelines recommend using sterile water for rinsing endoscopes. If sterile water is not available, these guidelines recommend using potable tap water and flushing endoscope channels with alcohol. If these guidelines are applicable to your institution, use sterile water for rinsing the endoscope and accessories following disinfection. If sterile water is not available, use either fresh, potable water or water that has been processed (e.g., filtered, deionized, or purified) to improve its chemical and/or microbiological quality, and flush the channels of endoscopes and accessories with alcohol after rinsing. Consult with your hospital¿s infection control committee regarding local policies on water quality." Olympus will continue to monitor field performance for this device.